Event description:
The complainant reported an under-delivery. The pump was set to deliver 150 ml at a rate of 200 ml per hour; however, the actual delivery volume was approximately 50 ml.

Manufacturer narrative:
Mfg. Event ID: #(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
Mfg. Event ID: (B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at -3% accuracy, which is within specification.